Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: additional device product codes: hxx and gxl. The repair technician reported white residue on switch plate and housing discolor wires, debris on motor, grinding and bearing. Device ran low in fast forward and did not run in forward and reverse mode. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, bearing/drive shaft, screw and membrane switch and flex circuit . The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2022, that during weekly inspection several hand pieces were removed from set due to performance issues. It is unknown when the issue was observed. There were no reports of injuries, medical intervention or prolonged hospitalization. There was no patient involvement. This report is for a hand piece this is report 4 of 4 for (B)(4).